Event description:
It was reported that the bipolar maryland forceps instrument stopped working. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Performance testing was conducted and the instrument was found to move intuitively with full range of motion in all directions. The customer reported complaint cannot be confirmed. During evaluation, engineering observed deep scratches and light scraping on the distal end of the main tube. The scratches and scrapes were mainly concentrated on side of the main tube. No other damage found. The damage to the main tube does not appear to be caused by a defective cannula.